Event description:
During follow up for a incomplete prime, corporate product surveillance (cps) received a report from a home patient (hp) who stated he was unable to continue treatment as he needed to go to the emergency room as he believed his catheter fell out. The hp stated he went to the ER and the problem was resolved and he was able to continue treatment with no further issues. There was patient involvement and medical intervention was reported. The registered nurse (rn) contacted this writer on (B)(6) 2012. The rn stated that the catheter did not fall out. The problem was that the transfer set came loose and disconnected from the catheter. The rn stated the home patient (hp) went to the emergency room and the issue has been resolved. The rn did not have the lot number for the transfer set. The rn stated therapy has been going well since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown.